Manufacturer narrative:
(B)(4). Carefusion contacted the user facility in order to get further info regarding the reported event. The user facility risk manager indicated that the ventilator was tested by their biomed for five days and reported no problems with the ventilator. The ventilator has been placed back into service and is in use again. A carefusion ventilator solutions specialist contacted the user facility to discuss the reported event and provided an excerpt from the avea operators manual which describes the conditions that might cause this scenario to occur and how to perform a circuit resistance test.

Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion on october 23, 2014. "Pt with acute respiratory distress syndrome was being ventilated when the vent inop alarm was triggered and the unit stopped ventilating the pt. The pt was immediately bagged and was not compromised. The ventilator was exchanged with another. The pt was on flolan continuously. Oxygen saturation was maintained throughout. No pt compromised biomed f/u. Ran unit with received circuit on received settings for 24 hours unit worked properly checked error logs and nothing noted. The respiratory therapist reported to tech that pt was on continuous flolan. This is known to clog filters and cause problems with the vent. Filters are to be changed every four hours and filter read "changed at 0400" time of occurrence was 1130. Respiratory therapy will address education issue at a department meeting." The following add'l info was documented by a carefusion tech support specialist in response to a phone conversation with the user facility initial reporter. "Spoke with [initial reporter], she reports that the vent was tested for 5 days by [name removed] in biomed. He reported no problems or errors in error log so vent has been returned back to service and is in use again." Ref (B)(4).